Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The occurrence of endocarditis is 14 months post-implant. Based on the descriptive comments outlined from the journal literature, complaints which occurred greater than 12 months post-implant are largely considered to be community acquired (refer to note 1 below). Therefore, it is highly unlikely that the potential endocarditis originally came from the device and/or manufacturing valve process. Without the return of the valve for analysis, a root cause of the paravalvular leak (pvl) was unable to be determined. Based on the reported information, the leaflet detachment / fracture is procedure-related. The physician noted there was no malfunction of the valve.

Event description:
Medtronic received information that approximately 14 months following the implant of this valve, the valve was explanted due to endocarditis with severe paravalvular leak. During the explant process, the surgical assistant grabbed the valve across the leaflet hinges as the surgeon was removing the sutures. A roberts type forceps was used to clamp onto the valve, which the surgeon noted was likely the cause of the leaflet detachment. Upon removal of the valve, one leaflet could not be located. The surgeon used a flexible bronchoscope to search inside the left ventricle and left atrium, along with x-ray to try and locate the leaflet. Nothing was visible under imaging. As this was a large size valve (25 mm), the surgeon noted it was unlikely to not be visible under imaging if the leaflet remained in the body. A new valve was successfully implanted and there was no adverse patient effects reported. The physician noted there was no malfunction of the valve itself.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve was discarded by the facility. (B)(4).